Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 22 august 2025 and 23 august 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets had a leaky port 5 causing bubbles in line from the port. The issue was noticed during delivery. There was no patient involvement. No additional information is available.